Event description:
18f manta vascular closure device was used for closure of right groin. Patient with large body habitus. Patient developed access site bleed/hematoma at right groin site, manual pressure held. Femostop¿ femoral compression system applied at site.